Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a high ultrafiltration event occurred on an ak 96 machine. The ultrafiltration volume was set at 2900ml. After two hours of hemodialysis therapy, the patient experienced hypotension (blood pressure 60/44mmhg). To rectify the situation, 200ml of normal saline and 300ml of water was administered to the patient. At the end of therapy, the weight loss was 3kg. No further information was available at the time of this report.

Manufacturer narrative:
H10: the device was not received for evaluation; however, the device was evaluated on site by a non-baxter technician. The technician was not able to duplicate the event. No information was provided suggesting any defect or malfunction of the used machine or malfunction of the alarm triggering system. No information was provided suggesting that the machine didn't work according to specifications, preventing any potential risk of injury to the patient or the user. There is no indication that an alarm was generated suggesting that the reported uf deviation was within specifications or did not occur at all. Based on the available information no definitive conclusion can be reached. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.